Event description:
It was found that the cot would not lower all the way due to a loosened lock nut on the hydraulic cylinder. This condition would cause the base to not retract all the way up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.